Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced syncope for an unknown reason. The field representative noted the patient was referred to their physician for further follow up. The field representative is unaware if any further follow up has occurred. The pacemaker remains in service and no additional adverse patient effects were reported.